Event description:
In 2007, the physician was placing a PICC when the wire kinked. He said that it felt like the wire got stuck on the bevel of the needle, so he tried to restart and while pulling everything out, the wire was unraveling as it came out. A small piece of the wire was left in what looked like the tissue in the right shoulder below the basilic. A vascular surgeon was consulted on whether a retrieval was necessary, and it was determined that it was not.

Manufacturer narrative:
A chr review is not possible as no mfg lot number has been provided by the complainant.